Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that a speedband superview super 7 device was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the bands would not deploy. The procedure was completed with another speedband superview super 7 device. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.